Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg #. Evaluation summary: the device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an abbott vascular account manager was inadvertently punctured by the starclose se device that had been used in a patient procedure. This occurred while transporting the starclose se device to a vehicle. Although there was no visible evidence of a puncture, blood work was performed and the account manager's condition is being followed. No additional information was provided.